Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical lights - lucea 100. As it was stated, the upper and lower covers of the headlight were broken. The user denies that anything hit the lamp, but according to the inspection, it was physically damaged. The designated complaint unit employee confirmed based on photographic evidence the headlight cover was cracked with missing particles and the label was torn with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
Event site telephone:(B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - lucea 100. As it was stated, the upper and lower covers of the headlight were broken. The user denies that anything hit the lamp, but according to the inspection, it was physically damaged. The designated complaint unit employee confirmed based on photographic evidence the headlight cover was cracked with missing particles and the label was torn with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Defective parts (ard368614998- s/a lower cover with fork- l100, ard368616555- l100-set upper cover + handle support) were replaced and device returned to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. Subject matter expert established: cracks located on the light head lower covers, at the edge of the on/off button, were detected during daily visual inspection, as recommended by the user manual. Based on the investigations the most probable root cause of the cracks is a combination of different factors: mechanical stress, use of inappropriate cleaning/disinfection products, or inappropriate cleaning and disinfection protocols. If the described failure occurs, the user can visually detect it during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective covers of the affected device. For cleaning, the IFU informs the user to not use aggressive and abrasive products. During disinfection, it is prohibited to spray the disinfectant solution directly on the device and to use inappropriate disinfectants. To prevent any incident the lucea50-100 user manual mentions : ¿check the light heads for chipped paint, impact marks and any other damages¿ during the daily inspections. Regarding torn label the most probable root cause is an excessive friction during cleaning or inappropriate cleaning products. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.